Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a plum 360 shut off mid-infusion on an antibiotic while running on a patient. The nurse tried turning it back on, but it would stay on and then shut off again. The nurse then noted that there was no patient harm. The pump did not alarm, and it was operating on an alternating current (ac) mode. There was no medical intervention required. There was a patient involved but no patient harm was reported.